Manufacturer narrative:
Additional information: section h manufacturer narrative, imdrf annex codes, section b describe event or problem, section d device available for eval and returned to manufacturer on part analysis: the reported issue related to the medstation es main 6dr mlm was confirmed by the bd fse. The device was initially evaluated by the bd fse according to wo 02128350: fse removed the back panel of the issued drawer 2 and manually open drawer 2.1. Fse removed the whole drawer assembly to inspect the rails closer. As the rail could not be replaced, fse replaced the damaged drawer with a new one (p/n 354824-01). The device was then configurated and tested and exhibited no further issues. External inspection found that the returned smart cubie drawer hh (p/n 354822-01, date code 29june2021) presented its side bowed. Dchu testing revealed the metal shroud divider being bowed preventing the bottom drawer from fully opening. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause was identified to be a bowed metal shroud divider.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the drawer 2 was not opening fully to dispense medication. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. As per part investigation, it was determined that the root cause was a bowed metal shroud divider. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex a grid & imdrf annex g grid.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the drawer 2 was not opening fully to dispense medication. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer failed. The field service engineer (fse) removed the back panel and manually opened main drawer 2.1 to inspect the rails. After removing the drawer for closer inspection, the rail was found irreparable, requiring a drawer replacement. The damaged drawer was replaced with a new one, and the station was powered up. Testing in hardware test application confirmed proper functionality, and the customer verified operation through inventory. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the drawer 2 was not opening fully to dispense medication. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the drawer 2 was not opening fully to dispense medication. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.